Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510k # preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to opening the package of the angled tip ureteral catheter, there was a light brown hair inside package. No patient involvement.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was performed including a review of complaint history, the device history record, quality control data, and specifications. One unopened package labeled rpn 023106 with label lot number 8653699 was received. Visual examination of the package confirmed a long dark hair loose inside the sealed package. The device history record was reviewed and no non-conformances were noted that may have contributed to this incident. A search of complaint records revealed this is the only complaint associated with complaint lot number 8653699. This complaint is confirmed based on the returned device. The cause has been traced to manufacturing; a quality control deficiency. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is warranted.

Event description:
There has been no new information received since the last report was submitted.